Event description:
I purchased libre 3 (continuous glucose monitoring) by abbott in cash; (B)(4) sensors failed within hours or few days despite their claim of 14 days so I contacted them and provided serial numbers. They reassured me (B)(4) sensors will be sent overnight. After a week, I contacted them, they said they have sent (B)(4) via regular mail, (B)(4) more will be sent within 3-5 business days. The latter never arrived. Out of (B)(4) sensors sent, (B)(4) failed after an hour, the (B)(4) after 17 hours. I contacted abbott 11 times, eventually (B)(6) with execute customer service spoke with me. He was going to send (B)(4) without requiring permission from his superior. However, after a few days called and stated no sensor will be replaced. In the meantime, I purchased or burrowed from another patient (B)(4) more sensors which all similarly failed. I provided the lot numbers, repeatedly asked for a fax number or an email to send the lot & serial number but every and each customer service representative, including (B)(6) on (B)(6) 2024 declined to provide a portal or to accept an email. I had episodic hypoglycemic and hyperglycemic events including glucose levels in 50s which my machine read as 43, if it wasn't for my family to wake me up, I would have gone into a coma. The following few days, I had glucose of 321 after libre 3 failed to work for about 6 hours. I had numerous contacts with abbott who appears to be unwilling to take responsibility for their products, potentially unwilling to recall millions of sensors that puts the lives of americans at risk. As attached, you will find the new sensors that failed, replaced after a few hours. Re-replaced the same night or next day. I have followed all the steps and precautions as advised by abbott. My son is a physician and treated me for hypoglycemic episodes several times when new sensors failed overnight without any alarm sound or notification either on my phone or his. Reference report: #mw5160064, #mw5160065, #mw5160066, #mw5160067, #mw5160068, #mw5160070, #mw5160071, #mw5160072, #mw5160073.